Event description:
It was reported that the implantable cardiac defibrillator (ICD) had reached recommended replacement time and premature battery depletion was suspected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was analyzed and revealed battery voltage was pre/approaching elective replacement (eri), the daily battery voltage trend data in save to disk file (B)(4) shows battery equal to 2.64 volts between (B)(6) 2012 and is before device recommended replacement time (rrt) less than equal to 2.62 volt.